Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device has a "debris in sterile package" issue. The device was not being used during surgery. It is unk if there was any injury or medical intervention which occurred. The date of event is unk. There was no add'l info provided.